Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported the removal of a dental implant 3 years and 4 months after its installation in intraoral region #30, due to its fracture. Patient presented bone type ii.